Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform bts test as the sensor is beyond its expiration date. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The sensor¿s glucose reading was under 40 mg/dl when their blood glucose level was 546 mg/dl. The insulin pump kept suspending insulin delivery due to the low sensor glucose reading. Troubleshooting was performed. It was noted that the sensor¿s cannula was bent. The high blood glucose was treated with the insulin pump. The insulin pump will not be returned for analysis. The sensor will be replaced and returned for analysis.